Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant prescription form was received for the patient's right proximal humerus. Noted on the form: "diagnosis: loosening of humeral prosthesis. Proximal humerus mets implant done in (B)(6) 2018. Now very loose. Im stem required 12cm long and 12mm thick tapering to 10mm."

Event description:
A patient specific implant prescription form was received for the patient's right proximal humerus. Noted on the form: "diagnosis: loosening of humeral prosthesis. Proximal humerus mets implant done in (B)(6) 2018. Now very loose. Im stem required 12cm long and 12mm thick tapering to 10mm."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal humeral replacement, humeral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a proximal humeral replacement which was inserted in (B)(6) 2018. The surgeon reported loosening of the stem. The CT scan image provided shows massive radiolucent lines along the stem between the stem and cement mantle, and between the cement mantle and cortical bone, indicating aseptic loosening of the stem. The cortical bone shows moderate defects, remodelling and resorption. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.